Manufacturer narrative:
(B)(4). Our field service engineer (fse) was dispatched to collect ventilator logs. No parts were replaced. The ventilator passed pre-use check numerous times. Provided ventilator logs were reviewed. On the event date after oxygen breaths with 100% o2 concentration is activated in pressure support mode, there are alarms generated in connection to the suctioning, high airway pressure and high continuous pressure. Ventilation mode was changed to simv(prvc) without success to ventilate the patient. Standby mode was set for a few seconds and ventilation was restarted in simv(prvc) mode. The ventilator alarmed for low expiratory minute volume, high airway pressure, check tubing and high continuous pressure. The ventilator was again set to standby and after successful pre-use check was performed, ventilation was again started in simv(prvc) mode. Alarms for low expiratory minute volume, high airway pressure, check tubing and high continuous pressure, occurred again. Our conclusion is that as there are no technical error codes in the logs, there are no indication of ventilator malfunction. The ventilator successfully passed pre-use checks on the event date and the day after. The root cause of the reported loss of tidal volume has not been determined. Ventilator alarms were generated according to clinical circumstances.

Event description:
(B)(4).

Event description:
It was reported that the nurse hit the o2 breath button to suction patient. While suctioning, the patient started bucking the suction and ventilator. From that point on, in ps/CPAP and simv/prvc modes of ventilation, the ventilator did not deliver a tidal volume. The patient was grey within a minute, was taken off the ventilator, and the rn bagged while the nurse tested the ventilator. The ventilator passed the pre-use checks tests. The patient was placed back on the ventilator in simv/prvc mode of ventilation (which delivered to lung). The ventilator did not deliver breath to the patient. The rn bagged again while a new ventilator was brought. There was no patient harm. (B)(4).